Manufacturer narrative:
Currently the device remains implanted; however, a replacement procedure is scheduled for the following week. Should additional information be provided, this report will be updated.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. The daily trending showed intermittent (high) thresholds on the right ventricle lead (rv). Additionally, the high threshold values are suspected to be a contributory cause to premature battery depletion of the pg. A replacement procedure has been scheduled for the following week to replace the rv lead and the pg. It was indicated that the patient is not symptomatic. No adverse effects to the patient were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. The daily trending showed intermittent (high) thresholds on the right ventricular lead (rv). Additionally, the high threshold values are suspected to be a contributory cause to premature battery depletion of the pg. A replacement procedure has been scheduled for the following week to replace the rv lead and the pg. It was indicated that the patient is not symptomatic. No adverse effects to the patient were reported. Additional information was recently provided, confirming that the rv lead was capped (surgically abandoned), and a new rv lead was implanted.